Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Pump passed displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor test and excessive no delivery test. The insulin pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and experiencing low blood glucose. The blood glucose at the time of the incident was 64 mg/dl. The customer states the numbers are ramping when she attempts to bolus. The customer treated for the low blood glucose with glucose tablets. The customer blood glucose after treating was 116 mg/dl. The drive support cap appeared normal and was not exposed to a strong magnetic field. The customer states the act and esc keys are unresponsive. The troubleshooting was not able to resolve the issue. The device will be returned for analysis.